Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that her blood glucose level was around 400 mg/dl. The customer got insulin using a manual injection of 2 units. The infusion set cannula was bent. The device was not returned.